Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String unravel and come apart... No string left to remove the tampon [device breakage] . Case narrative: consumer reported via email that the strings are coming apart. No injury reported.